Manufacturer narrative:
The fe investigated the instrument for the reported issue. The fe was not able to reproduce the customer's concern. However, as part of investigation, the fe verified that all adjustments were satisfactory. Fe performed tip pick-up; no error was identified. All plunger clamps and tips were inspected and cleaned. All lld springs were checked and verified that they were properly installed. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem and returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).